Event description:
The hcp reported the pump was explanted and replaced after an implant duration of 82 months due to MFR's recall. A follow up report will be sent when add'l info is received.

Manufacturer narrative:
Device analysis results not available at the time of this report. A follow up report will be sent when analysis is complete.